Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 04060, were returned and analyzed. The data files showed that 16 applications were performed with the returned balloon catheter and 5 applications were performed with a different balloon catheter. System notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered on one application and system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ was triggered on a different application. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Pressure test and dissection revealed a leak in the inner balloon at the distal attachment with the catheter tip. During the dissection test, guide wire lumen kink was reviewed at 0.98 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to inner balloon leak at the attachment with the tip and guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
A case was completed with cryo, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.